Event description:
The physician reported during a procedure to coil an aneurysm, coil number 30 detached prematurely when the physician was repositioning it. The physician reportedly "used a coil pusher to help put the coil back into the aneurysm, however, a small amount of the coil remained in the aneurysm." It is not clear whether or not the coil was removed from the patient. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question has been returned to boston scientific for investigation. However, the investigation has not begun as of yet. Once, the investigation has been completed, a supplemental report will follow. Explant date: based on the information initially provided by the physician, it was difficult to determine whether or not the device was explanted or remains inside the patient.